Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue. The patient stated they are disconnected from therapy and do not know how it occurred. The patient stated they are capped off, but the patient line is not. The technical service representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.